Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The single port (sp) monopolar curved scissors (mcs) instrument was analyzed and found to have scratch marks/abrasions to the tube adapter at the distal end. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a demo of the da vinci system, the tip of single port (sp) monopolar curved scissors (mcs) instrument was damaged. There was no report of patient involvement and no reported injury.